Manufacturer narrative:
Occupation: ir surgical coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that while shelving in the stock room of the hospital, the product fell out. The bottom of the package was not sealed. There was no patient involvement.

Manufacturer narrative:
Investigation - evaluation: st luke¿s medical center (united states) informed cook on 16nov2020 that the outer package of a ult10.2-38-25-p-6s-clm-rh (ultrathane mac-loc locking loop multipurpose drainage catheter) from lot 13462168 was unsealed. The customer noticed the failure in the stockroom and there was no impact to a patient. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications, as well as a visual inspection of the returned device and an inspection of unused product, was conducted during the investigation. One unused device was returned to cook for evaluation. Visual inspection of the device noted that the applied seal is not present at a bottom section. All other seals were intact and undamaged. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13462168) revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Given this information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿multipurpose drainage catheter¿ [t_multi_rev5], provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile is package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event has been traced to a deficiency in manufacturing/device design. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.